Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch delica lancing device had damaged or stripped threads. The complaint was classified based on customer service representative (csr) documentation. The patient reported that he first became aware of the alleged product issue at 8am on (B)(6) 2019, when he noticed that the treads on his onetouch delica lancing device were stripped or damaged which prevented him from performing a blood glucose test. The patient manages his diabetes with oral medication (¿100 mg of metformin 3 times a day¿), diet and/ or exercise and reported that in response to the alleged product issue he took his normal dose of medication on the same day between ¿8am and 12pm¿. The patient reported that at 12pm on the same day he began to develop the symptoms of ¿shaky and felt like he was about to pass out¿. In order to treat these alleged symptoms, at 12:30pm the patient self-treated by eating ¿crackers¿. During troubleshooting, the csr verified that this was not the first time the patient had used the subject lancing device and based on the information provided there was no product misuse associated with the complaint. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to alleged stripped or damaged threads on the subject lancing device.